Event description:
The patient contacted animas on (B)(6) 2012, stating the up and down arrow keypad buttons were intermittently unresponsive for two to three weeks. It was reported that a tear developed in the keypad rubber after the tactile issue began. The pump reportedly was not exposed to water. The patient reportedly wore the pump attached to a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was returned torn along the up arrow. During testing the ok, up and down arrow keypad buttons were intermittently unresponsive and the contrast button was unresponsive. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.